Event description:
Information received by medtronic indicated that buttons were not responding. The customer also reported that buttons were sticking. The customer did the troubleshoot but it did not fixed the issue. The customer stated that insulin pump rewind was slow. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.